Manufacturer narrative:
(B)(4): pneumothorax is a known complication when a lung biopsy is performed during a transbronchial lung biopsy, or CT-guided percutaneous biopsy with complication rates up to approximately 27% with the CT guided procedure. Biopsy tools are designed to have sharp edges and their function is to puncture or otherwise penetrate the tissue in order to collect a specimen. (B)(4): no return.

Manufacturer narrative:
(B)(6). (No device failure) , was initially added by mistake. (Device not returned-no evaluation will be performed). A review of the sites initial installation record from (B)(6) 2011 (2 months prior to event) show the system was installed appropriately and installation results were within specification. The site has performed several cases after this one and this event is the only pneumothorax event reported from this site.

Event description:
The site reported that they had a case in which the post procedure chest film showed a pneumothorax. It was reported that the case was uneventful, however, the lesion was very posterior. The patient received a chest tube and was released from the hospital after 2 days. There was no allegation that the superdimension (sd) system caused or contributed to the pneumothorax.